Manufacturer narrative:
The bone cement broke postoperatively and was discarded after being removed in a revision surgery a visual, functional, and dimensional inspection was not performed. It was stated that the bone cement broke into fragments postoperatively and the bone fragments had been removed in a revision surgery. Intraoperative pictures or postoperative CT scans and or x-rays were not available for further investigation. H3 other text : discarded.

Event description:
It was reported that post operatively, there was noticeable sinking from the skull. No other information is available at this time.

Event description:
It was reported that post operatively, there was noticeable sinking from the skull. No other information is available at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : discarded.